Manufacturer narrative:
Device is not being returned for eval. There has been no direct link made to the pt's condition and this device.

Event description:
Implant occurred in 2006. During interim, the pt was opened and packed daily. However, the wound was not healing. A second procedure was performed in 2007 to try to clean the shoulder up. It was during the second procedure, that it was decided something may be wrong with the anchors. The anchors were explanted fifteen days later. The pt has experienced no subsequent problems since the product was explanted. Risk manager confirmed all cultures taken where negative for infection of any kind. The pt was treated with antibiotics as a precautionary measure and is doing fine, but will need surgery to repair the shoulder.